Manufacturer narrative:
(B)(4). Insulin pump received unable to perform the displacement, rewind, basic occlusion, occlusion, prime, compromised force sensor system, excessive no delivery test due to broken/detached end cap and cracked case display window corner. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the display of the insulin pump was cracked. The customer's blood glucose level was unknown at the time of the incident. The customer stated that the reservoir lip ring was not damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.